Manufacturer narrative:
As reported, upon opening the package, a loose screw of the capsure fixation device was observed. The physical sample has been received for evaluation. Preliminary visual evaluation and the photo provided confirmed, there is a loose component that appears to be pin within the device packaging. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the package inside the operating room, a loose screw of the capsure fixation device was observed. It was reported that the device was not used, and another device was used to complete the procedure. The outer packaging was intact, and the inner packaging was properly sealed before opening.

Manufacturer narrative:
As reported, upon opening the package, a loose screw of the capsure fixation device was observed. The physical sample has been received for evaluation. Preliminary visual evaluation and the photo provided confirmed, there is a loose component that appears to be pin within the device packaging. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Based on the sample evaluation conducted, the root cause was confirmed to be manufacturing-related. Evaluation of the returned sample finds that during manufacturing assembly activities, an extra component (captive pin) was not detected during packaging/sealing activities, as it could fall off during further device handling process. General awareness was conducted to fixation (capsure) manufacturing personnel to enforce device visual inspection/ correct assembly process following current procedure requirements. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the package inside the operating room, a loose screw of the capsure fixation device was observed. It was reported that the device was not used, and another device was used to complete the procedure. The outer packaging was intact, and the inner packaging was properly sealed before opening.